Event description:
Litigation alleges as a result of the implantation with the asr hip implant the patient suffered pain and suffering, disability, physical impairment, disfigurement, loss of the capacity for the enjoyment of life and excessive levels of chromium and cobalt.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 2/23/2015 - medical records received. Patient revised to address mild tissue reaction. Upon revision, cloudy fluid was noted. The stem and sleeve are being added for elevated metal ion levels. The stem remained in situ. This complaint was updated on: 03/05/15.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.